Event description:
A dialysis facility reporte that during dialysis, a patient requested to go to the restroom. While the patient was off the machine, the staff noticed that there was discoloration in the recirculating blood. The machine conductivity was 14.2. Conductivity and ph were checked with an external device and were 11.9 and 5.0 respectivity. Stat patient lab. Work was done and results were normal.